Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, the portion of catheter and the connecter was found to be broken. It was further reported that the catheter was removed from the patient as soon as the breakage was found. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, the portion of catheter and the connecter was found to be broken. It was further reported that the catheter was removed from the patient as soon as the breakage was found. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break just distal of the molded joint. Microscopic inspection of the break site revealed a dully granular fracture surface. Tactile inspection of the sample revealed severe tensile weakness, necking and material discoloration in the vicinity of the break site. The break features, necking, discoloration and tensile weakness were consistent with material failure due to tensile (pulling) stress.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, the portion of catheter and the connecter was found to be broken. It was further reported that the catheter was removed from the patient as soon as the breakage was found. There was no reported patient injury.